Event description:
A surgical coordinator reported that an intraocular lens (iol) implant was exchanged due to a broken haptic. Additional info was provided by the surgical coordinator reporting that the lens had decentered as a result of the broken haptic. The pt had a pre existing condition of a compromised capsular bag, but this was not the reason for the decentration. Additional info was received from the surgeon who reported that the haptic on this lenses are very fragile. He believes improper lens loading by the technician and then the torquing of the haptic to position the lens added to its weakness. The event has resolved with treatment. An unapproved cartridge and viscoelastic were reported to have been used during the initial implant procedure.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unapproved cartridge and viscoelastic. The root cause is most likely related to a failure to follow the dfu. The lens model associated with this complaint is only approved for use with a certain lens/cartridge combinations. In addition, the viscoelastic indicated is not qualified for any of the approved lens/cartridge combinations. The use of unapproved combinations may result in delivery issues and/or damage. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(4) 2014. (B)(4).